Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the fifth case of the day was noted as having a thinner than expected flap. The flap parameter was set at 100 microns but after opening the flap the surgeon measured the thickness at 75 microns with one system and at 82 microns with another. There was no patient harm reported.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).